Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/16/2018, that on (B)(6) 2018, the transmitter stopped working. Data was provided for evaluation. The confirmation of the complaint is not confirmed. A probable cause could not be determined. No additional event or patient information is available.